Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. H3 other text : not returned.

Event description:
Patient was revised. Rtka with extensor mechanism repair. 5531-g-511. Lot# e532ev- came out and replaced with thicker poly. We used a screw to secure the mesh to make a new extensor mechanism (marked mesh. It is used to recreate the extensor mechanism). Old poly looked fine, the patient had no extensor mechanism.